Event description:
Affiliate reported that the device was explanted because it was not functioning. A high protein count may have contributed to the dysfunction. It was noted when the device was implanted, the protein count was 188mg/l and when explanted it was 1461mg/l.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.